Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had varying capture thresholds. The patient was brought to clinic and a chest x-ray confirmed rv lead was dislodged. The patient was asymptomatic. The rv lead was repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.